Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a field visit, the steps for pre-cleaning the colonovideoscope was not followed in the appropriate sequence, leading to an incorrect reprocessing. The event occurred during reprocessing. There were no reports of patient involvement.